Event description:
Blue carefusion smartsite adapter with an orange swabcap passive disinfectant cap attached noted to be cloudy rather than clear blue and appeared to have fluid surrounding the blue accordion. Normally no fluid observed around the blue accordion adapter. The responsible healthcare team member was notified. After discussion, passive disinfectant caps removed from the nicu. Central line insertion site was median antecubital-right. The carefusion smartsite adapters in the IV infusion sets that had an orange swabcap passive disinfectant cap attached noted to be cloudy rather than clear blue, and appeared to have fluid surrounding the blue accordion. Normally no fluid observed around the clear blue adapter. Noted in multiple sets with varying degrees of cloudiness.